Manufacturer narrative:
Investigation conclusion: further investigation to determine whether the product failed to meet specifications cannot be pursued because the customer provided an invalid lot number. This complaint was identified during an assessment of customer interaction records as part of CAPA-(B)(4). The available information is limited and no additional information is able to be obtained. The lot number of the device provided by the customer has been confirmed to be an invalid lot number. A valid lot number could not be obtained. No additional information regarding the product identity was provided. Therefore the brand name, model number and the 510k number could not be determined.

Event description:
The customer reported receiving a false positive thc result and a false positive cocaine result. No additional information was provided